Event description:
It was reported that the powersail balloon was advanced over another company's guide wire and into the guide catheter. Resistance was encountered and it was noted that the tip of the catheter had detached from the shaft. The tip and catheter were safely and fully removed the patient. No patient injury was reported.